Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which led to an unexpected shutdown. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer continued to use the pump for insulin therapy.